Event description:
It was reported that during a lap cholecystectomy procedure, a piece of the device broke off. The piece fell into the patient and it was retrieved. They opened a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.